Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist reviewed the information the patient/layperson gave to a customer care advocate (cca) in 2009. The patient alleged that she had not been able to tests her blood glucose since about three days prior, when the meter stopped powering on around 10 or 11pm. The cca discovered that the meter was prompting low battery; the patient had never changed the battery. The patient, who was calling from her podiatrist, indicated she felt shaky upon arising at 9 a.m., approximately one hour before calling customer service. Whether the patient had eaten breakfast is unknown. The patient's diabetes is controlled with diet. Recalling that she felt shaky on another occasion and that food had relieved the symptom, the patient informed the cca that she would find a restaurant and eat. The cca, who replaced the meter and strips, advised the patient in insert a new battery in the mean time. Because the patient alleged she was unable to test due to the alleged power issue and later felt shaky, a symptom that meets the criteria of serious injury, the complaint is reported.